Event description:
A nurse reported a pt experiencing blurry near vision, photophobia, and seeing halos following bilateral intraocular lens (iol) implant surgery. The lens was exchanged for another model and the pt is very happy with his vision. Additional info has been requested. There are two medical device reports for these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/21/2008 and 12/5/2008 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 12/19/2008.